Event description:
The customer reported the system left monitor was black. The left monitor displays the life fluoroscopy image. There is no report of pt injury or death.

Manufacturer narrative:
The customer canceled the service call.